Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted in the right atrium, a fluoroscopy was performed revealing that the lead was dislodged. The physician retracted the helix, and tried to reposition the lead by using the soft j stylet 52cm and could not be advanced and became stuck. The physician tried a different set of stylets and the same issue was noted. The lead was removed and replaced successfully.